Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, one and a half minutes into ablation, the patient moved while under local anesthesia. Hot fluid leaked out from the uterus, and a subsequent fluid loss alarm was observed. The leak resulted to a burn injury which was not classified by the physician but was described as whitening of the cervix and vaginal mucosa. The patient was prescribed with lidocaine viscous. The case was completed using this device and the patient was noted to be "okay" as of the following day. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, one and a half minutes into ablation, the patient moved while under local anesthesia. Hot fluid leaked out from the uterus, and a subsequent fluid loss alarm was observed. The leak resulted to a burn injury which was not classified by the physician but was described as whitening of the cervix and vaginal mucousa. The patient was prescribed with lidocaine viscous. The case was completed using this device and the patient was noted to be "okay" as of the following day. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
Changed from adverse event to reported issue is both an adverse event and product problem. Changed from no known device problem to fluid leak.